Event description:
Reporter alleged blood measured 400 mg/dl compared to the doctor's results of 125 mg/dl when testing was performed 10 minutes apart. As a result of the comparison, no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.